Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil and rv coil impedance trends had been fluctuating since implant and a care alert triggered for both going above 200 ohms. The manual impedance measurements were 51 ohms for the rv defibrillation coil and 66 ohms for the svc coil. It was questioned if there was a potential lead fracture. There was also noise on the tip to rv coil electrogram with pocket manipulation. It was noted that during the lead revision the rv lead pins were visualized to be completely in the port and when a tug test was done neither could be removed without unscrewing. The rv lead was capped. No patient complications have been reported as a result of this event.